Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
None.

Manufacturer narrative:
(B)(4). Medical devices: taperloc por lat fmrl 5.0x130 30, pn 11-103200, ln 425890, pselex/magnum mod hd 40mm -6, pn s061140 ln 821700. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-09502, 0001825034-2018-09571. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right hip revision approximately eight years post-implantation due to metallosis. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.